Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. An extended investigation involved a manufacturing review (including 5 years of device history records (dhrs), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. The product is not expected to be returned. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported on behalf of her daughter that the adc blood glucose meter was not powering on with button press or test strip insertion even after charging and therefore were unable to test. Customer experienced fatigue and loss of consciousness. Customer was diagnosed with diabetic ketoacidosis and was admitted in the ICU where she received unspecified treatment. There was no report of death or permanent impairment associated with this event.